Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy: birth - no complication') in an adult female patient who had essure (batch no. 628147,627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 (2008) and body mass index normal. Current weight 117 lbs. Concurrent conditions included drug allergy and paratubal cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6)2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, depression, weight increased, anxiety and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, general abnormal bleeding the essure device was introduced into the left tube, but there was difficulty introducing it due, probably, to tubal spasm so, the device right tube easily. Afterwards, a new device was placed in the left tube. Discrepancy in essure confirmation test- as per current pfs test was not done and as per previous reported version hsg was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6)2010: a) sections reveal benign fallopian tube tissue. A complete cross section of lumen is present benign paratubal cysts are noted. B) sections reveal benign fallopian tube tissue. A complete cross section of lumen is identified. Pregnancy test - on an unknown date: positive. Lot number: 627759 manufacture date: 2008-08 expiration date: 2010-08. Lot number: 628147 manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy: birth - no complication') in an adult female patient who had essure (batch no. 628147,627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 (2008) and body mass index normal. Current weight 117 lbs. Concurrent conditions included drug allergy and paratubal cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, depression, weight increased, anxiety and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, general abnormal bleeding the essure device was introduced into the left tube, but there was difficulty introducing it due, probably, to tubal spasm so, the device right tube easily. Afterwards, a new device was placed in the left tube. Discrepancy in essure confirmation test- as per current pfs test was not done and as per previous reported version hsg was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2010: a) sections reveal benign fallopian tube tissue. A complete cross section of lumen is present benign paratubal cysts are noted. B) sections reveal benign fallopian tube tissue. A complete cross section of lumen is identified. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received: lot number and events onset date were added. New events menorrhagia, vaginal bleeding, plaintiff did not undergo essure confirmation test, dysmenorrhea, dyspareunia, migraines, back pain, depression, mental anguish, weight gain were added. Reporters, patients demographics, lab data, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('claiming pregnancy: birth no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: lawyer was added. New events abdominal pain, general abnormal bleeding, psych injury, pregnancy, device ineffective were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.